Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis. The cause of the peritonitis and whether the patient was hospitalized for the event was not reported. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies and routes were not reported). At the time of this report, the peritonitis was ongoing, the patient was at home, and the antibiotic treatment was ongoing. Dianeal and extraneal therapies were ongoing at the time of the event. No additional information is available.